Manufacturer narrative:
Conclusion: device investigation points to a device failure caused by mechanical damage of the conductive link wires for causes not known in detail, maybe related to an incomplete device immobilization. The specific trace of the malfunction (confirmed by in-situ testing during surgery) could not be detected during investigation, because the explant shows multiple fractures from the device explantation. This is a final report.

Event description:
The patient complained of no access to sound from the device. No accident or trauma to the implant site was reported.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient complained of no access to sound from the device. No accident or trauma to the implant site was reported. A revision surgery was scheduled to check the positioning of the transducer on the round window. Testing performed during surgery showed intermittent function of the device. The device has been explanted. During surgery the floating mass transducer was found to be in a good position.